Manufacturer narrative:
(B)(4). The customer returned one lidstock and guide wire assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination of the guide wire revealed the distal end contained multiple bends and kinks. Visual examination of the needle could not be performed as it was not returned for analysis. The guide wire contained bends and kinks from 428-455 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a lab inventory introducer needle with significant resistance encountered at the bends. A manual tug test confirmed both welds of the guide wire were fully intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire/needle resistance could not be confirmed by complaint investigation as the needle was not returned. The returned guide wire contained multiple kinks near the distal end. The guide wire passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Because the introducer needle was not returned, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: in the resuscitation room, the catheter was inserted in left jugular during a chemotherapy for a patient with lymphoma. No issue at insertion, but while the swg (spring wire guide) was moving forward, it blocked. Clinical consequences: when removing the swg it finally got stuck in the needle. We removed all the device.

Manufacturer narrative:
(B)(4). Preliminary evaluation f the returned device indicates swg/needle resistance kinked.

Event description:
It was reported that: in the resuscitation room, the catheter was inserted in left jugular during a chemotherapy for a patient with lymphoma. No issue at insertion, but while the swg (spring wire guide) was moving forward, it blocked. Clinical consequences: when removing the swg it finally got stuck in the needle. We removed all the device.